Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood was visually observed leaking in the dialysate compartment of the dialyzer. Blood test strips were used and positively confirmed the presence of blood. No dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 100cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. Visual examination of the returned device noted coagulated blood between the polyurethane (pu) cut surface and both of the headers. Gross visual examination of the sample did not identify damage or irregularities. The dialyzer was subjected to a laboratory bubble point test where no leaks were observed on the fiber bundle in the dialyzer housing, possibly due to coagulated blood. However, a leak was observed within the bell-housing (dialysate side). During destructive disassembly, a kinked fiber was observed on the inferior side of the pu on the cavity ID end at approximately 240 degrees with the dialysate ports at 0 degrees. The kinked fiber was also noted to be potted on the non-cavity ID end of the dialyzer. The kinked point of the fiber was noted to be exposed and protruding from the inferior side of the pu. The fiber bundle was then submerged in a water bath while compressed air was allowed through the fiber bundle at a regulated rate. The investigator was able to detect a single stream of air bubbles escaping from where the fiber was noted to be kinked. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Submersion of the fiber bundle in a water bath revealed a stream of air bubbles at the location of the kinked fiber. Therefore, the complaint has been deemed confirmed.